Manufacturer narrative:
(B)(4). Approximate age of device - 0 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient known to be positive for heparin-induced thrombocytopenia underwent an emergent implant of a left ventricular assist device (lvad). Plasmapheresis was used immediately prior to bypass in the operating room, and heparin was used during implant. The pump was placed in the patient without difficulty; however, difficulty de-airing the pump was reported and a large amount of air entrainment from the inflow cannula into the left ventricle was noted on the echocardiogram. It was reported that upon initiation of support, it was noted that the left ventricle did not unload and remained distended with an increase in pump speed up to 13,000 rpm. The aortic valve opened with every beat and only slight increases in flow to 4 lpm were noted. It was reported that power fluctuations were noted along with low flow alarms and the pulsatility index did not change with changes in the pump speed. The left ventricle remained distended with the intraventricular septum bowing to the right. No obstructions or kinks were noted in the inflow and outflow cannulas, and the graft positions and sutures were all checked. It was reported that exchanging the system controller did not resolve the issue. The pump was exchanged and normal flow values were achieved. The left ventricle was able to unload and the aortic valve remained closed. No further issues have been reported.

Manufacturer narrative:
The device was returned assembled with the driveline cut approximately 24 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of pump upon disassembly revealed a deposition within the proximal side of the outlet stator. This deposition¿s lack of laminated layering indicates that it did not form in the outlet stator. Additionally, no contact marks were observed at the distal end of the rotor, suggesting that this deposition may not have been in this specific location while the pump was supporting the patient. A root cause for the presence of this deposition could not be determined through this evaluation, and a correlation to the reported event could not conclusively be established. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and the reported event and observed thrombus could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.